Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 10oct2023, it was confirmed that the advised switch printed circuit board assembly (pcba) was ordered and replaced. The customer confirmed that the parts replacement resolved the issue, and the device was returned to use. The replaced switch pcba will not be returned to philips because the customer states that the part was scrapped. The customer was also unable to provide the device diagnostic report (drpt). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not functioning. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) provided the customer with the replacement part information for the switch printed circuit board assembly (pcba) and the central processing unit (cpu) tray. Investigation is ongoing.